Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Updated ethnicity and race.

Event description:
New information received states that the primary and secondary cause of death was unknown. The physician does not allege that the device caused or contributed to the death since the death narrative and cause are unknown.